Manufacturer narrative:
Block b5: updated event description. Block d4: added upn and lot number. Block h4: added device manufacture date. Block h6: imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to facilitate a pancreatic pseudocyst drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. On (B)(6) 2025, several weeks after the implantation procedure, the stent was scheduled for removal. During the procedure, it was observed that tissue had grown around and into the stent, making the extraction difficult. While attempting to remove the stent using a snare, the stent became deformed and tissue that had ingrown into the stent was removed along with it. Upon inspection, it was noted that the stent covering may not have fully enclosed the stent. Additionally, the tissue extracted with the stent could not be removed from the stent once it was outside the patient. There were no patient complications reported as a result of this event. It was reported that the patient is in good condition following the difficult stent removal attempt. Note: images have been attached showing the stent outside the patient, with tissue extending into the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted to facilitate a pancreatic pseudocyst drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. On (B)(6) 2025, a few weeks after the implant procedure, the stent was scheduled to be explanted. However, during the procedure, it became apparent that tissue had grown around the stent, making it very difficult to extract. Ultimately, the stent was successfully explanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the device manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Manufacturer narrative:
Block h6 (device codes) was updated. Block h6: imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf device code a04 captures the reportable event of stent cover damaged. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf impact code f2301 captures the reportable event of additional device required (snare) to remove the obstructed stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to facilitate a pancreatic pseudocyst drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. On (B)(6) 2025, several weeks after the implantation procedure, the stent was scheduled for removal. During the procedure, it was observed that tissue had grown around and into the stent, making the extraction difficult. While attempting to remove the stent using a snare, the stent became deformed and tissue that had ingrown into the stent was removed along with it. Upon inspection, it was noted that the stent covering may not have fully enclosed the stent. The cover appeared to be defective, with one or two visible holes in it. Additionally, the tissue extracted with the stent could not be removed from the stent once it was outside the patient. There were no patient complications reported as a result of this event. It was reported that the patient is in good condition following the difficult stent removal attempt. Note: images have been attached showing the stent outside the patient, with tissue extending into the stent.